Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer 7 not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix 7 was not on bus. A field service engineer (fse) identified a damaged internal bus cable and coordinated with another fse to obtain a replacement. The fse returned onsite and replaced the cable, however, the bottom matrix was not detected on the bus. Multiple controller boards and the solenoid were tested without success, and a new controller board was used to complete configuration. The customer inventoried the matrix drawers and confirmed proper operation. The system functioned as intended field service engineer repaired the device.